Event description:
It was reported that the surgeon inserted a three piece collamer lens and the lens was torn during insertion. The lens was removed and another same type of lens was implanted without any pt injury. The reporter stated that the incident was due to a loading error

Manufacturer narrative:
Eval: visual inspection of the returned product showed that lens was torn in pieces and one piece was completely torn off. A haptic was bent and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.